Event description:
It was reported that during a coronary drug-eluting stenting (des) treatment procedure, stent damage occurred. In attempt to use direct stenting, the physician was unable to advance the 12x2.50mm taxus liberte des stent delivery system (sds) to the unspecified target lesion. It was noted that a strut of the taxus liberte stent was curved and the stent could not be re-used after pre-dilatation. The procedure was completed with another of the same device. Additional information was requested but not received.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.